Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The patient presented emergently with an acute myocardial infarction. A thrombectomy was performed in the 90% stenosed target lesion located in the calcified and moderately tortuous mid left anterior descending artery. Then angioplasty was performed with a non-bsc balloon dilated several times to 6 atms. Next after positioning an embolic protection device, a 2.72x32mm taxus element stent was deployed with two inflations to 10 atms. Under angiography it was confirmed that the stent was well apposed. Upon removing the embolic protection device, the catheter made contact with the implanted 2.75x32mm taxus element stent. A non-bsc guide wire was then advanced to successfully assist the removal of the embolic protection device. It was then noted under angiography that the 2.75x32mm taxus element stent was shortened about 2mm. The stent was post dilated to 14 atms with a non-bsc 3.0x10mm balloon and "the stent was well expanded". No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).